Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What suture deficiency are you claiming? Can you describe ¿wound breakdown¿? What was the condition of the fascia tissue (normal, diseased, weakened) when pds plus was used? Is the surgeon claiming an absorption issue with the pds suture? Was there any patient event prior to symptoms (fall, cough, etc)? Can you describe the appearance of the wound on post op day 5? Do you have any photos for review? Were the suture knots intact and the suture broken? What is the surgeon opinion as to contributing factors to the wound breakdown 5 days post op? What are the patient age, weight, past medical history? What is the current condition of the patient? Do you have any samples or the suture for evaluation?

Event description:
It was reported that the patient underwent a laparoscopic right hemicolectomy procedure on (B)(6) 2016 and the suture was used to close an incision of fascia layer. On post-op day three, the patient was discharged. Following the procedure, post-op day five, the patient was readmitted to the hospital due to wound breakdown. The patient underwent a re-operation and other suture was used. Additional information has been requested.